Manufacturer narrative:
Method: the actual device involved in the incident has been received from the end user for eval and investigation. The eval is pending. Conclusions: when the investigation has been completed, I-flow will send a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: breast expander with a permanent implant. Cathplace: unknown. Patient had a previous right mastectomy and acellular dermal matrix graft on (B)(6) 2012. Nurse called on (B)(6) 2012, to report a broken catheter. During a breast tissue expander surgery, an 11cm piece of catheter section was found in pt's right breast. The section was removed. Patient is stable.